Event description:
Reportable based on device analysis completed on 31-mar-2015. It was reported that the stent did not expand. The 80% stenosed, 20mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 5mm in diameter carotid artery. There was no lesion bend. After a filterwire embolic protection system crossed the lesion, predilation was performed and a 10.0-31 carotid wallstent¿ was advanced. Deployment was attempted however the stent did not expand. The device was withdrawn through the filterwire embolic protection system and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable however, returned device analysis revealed shaft break.

Manufacturer narrative:
(B)(4). Returned for analysis was a distal section of device measuring 170mm returned inserted over a filterwire. The proximal section of the device was not returned. It was noted that the shaft had broken at the monorail exit. This damage is consistent with excessive force being applied to the device. During analysis the outer sheath was retracted by hand and the stent was deployed. No issues were noted with the profile of the stent or the inner lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).